Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, it was confirmed by hospital staff that the patient's death was not related to the philips system. A philips field service engineer (fse) inspected the system on-site and confirmed the system was working as intended. The on-site investigation concluded that the frontal stand was moved out of its working area for motorized movements which caused the reported issue. Per the system¿s instructions for use (IFU): ¿if you move the stand out of its working area for motorized movements, a guidance message is displayed in the status area indicating the stand is out of range. Move the stand back to the working area manually to continue with motorized movement.¿ a review of the log files confirmed that the system provided the appropriate user guidance as prescribed in the IFU. The fse provided the customer with additional training on the philips system movements. The system was handed over to the customer in good working order. At the time this complaint was received, philips did not have enough information to exclude that a product malfunction occurred and contributed to the reported patient outcome. Since that time, new information has been acquired, leading to the determination that the philips system was working as intended, and that the patient¿s death was unrelated to the philips system. As such, this complaint has been re-evaluated as not reportable health impact code was corrected.

Event description:
It was reported to philips that at the start of an embolism case, the azurion¿s c-arm movement was restricted, and it could not fully rotate to the doctor's side of the table. A mobile c-arm was brought into the room to proceed with the case. It was reported that the patient had passed away. An investigation into this complaint has been initiated by philips.